Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the restenosed unknown stent within the proximal cx and direct stenting of the proximal rca with a total of two xience v stents. During the 180 day phone follow up, the research coordinator spoke to the patient's spouse and was informed that the patient unexpectedly expired at home in 2009. An autopsy was not conducted. The spouse stated that the patient had not been feeling well; the patient had laid down to rest. The spouse left the home for routine shopping and found the patient deceased after returning home. It was reported that the death certificate read the cause of death as coronary artery disease. No additional or patient information is available.

Manufacturer narrative:
Results and conclusions summation - death, as listed in the IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. In this case, the patient had a history of cad and copd and an autopsy was not performed, therefore, the death could be related to the overall health of the patient. It was reported that the lesions were treated without pre-dilation and it should be noted that the IFU states, "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so many increase the difficulty of stent placement and cause procedural complications." The other xience v indicated is being reported under MFR #2024168-2009-01134.